Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that they changed out the set and now the pump was giving an unexpected restart alarm. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and pump alarmed unexpected restart. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test and displacement test or verify the unexpected restart error alarm due to unresponsive button.